Event description:
The following was reported to hamilton medical ag: summary: customer complaint machine is giving self test filed alarm with technical fault 431002 and ventilation disabled.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard" has been identified to be the faulty component. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag:summary: customer complaint machine is giving self test filed alarm with technical fault 431002 and ventilation disabled.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard" has been identified to be the faulty component. Correction: replaced defective component.